Manufacturer narrative:
Customer reported that their (B)(6) year old son was brushing his teeth with the smilefrida the toothhugger toothbrush and that he must have chewed on it, when the son pulled the toothbrush out of his mouth a piece of metal was exposed. Customer then reported that the piece of metal fell out of the toothbrush head. The child, while under supervision, was allowed to chew on the product even though the labeling clearly states the product is not a teether and should not be chewed or bitten. Chewing through the rubber tpe over-mold and pp plastic, thereby exposing a small metal piece which could be a potential choking hazard to children.

Event description:
Customer reported that their (B)(6) year old son was brushing his teeth with the smilefrida the toothhugger toothbrush and that he must have chewed on it, when the son pulled the toothbrush out of his mouth a piece of metal was exposed.